Manufacturer narrative:
The case of the device was found to have cracks which would allow liquid to enter the internal components of the device. The damaged components are not replicable and no further troubleshooting or repair could be performed. A cause of the reported issue could not be determined. The customer did not respond to the scrap approval request and unrepaired device was returned to the customer with a recommendation to not use the device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that the device was not able to provide shocks anymore. There were no patient involvement in the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and verified that the device was not able to provide shocks anymore. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that the device was not able to provide shocks anymore. There were no patient involvement in the reported event.